Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22ga bd nexiva closed IV catheter system single port unit within an undamaged opened package and three photos. During the visual examination, it was observed that there was no visible damage that would inhibit needle disengagement or decoupling. There was, however, traces of cured adhesive found inside the tip shield using uv black light. The failure experienced was confirmed through the investigation. The incorrect placement of adhesive during the manufacturing process is determined to have caused the defect of ¿failure to decouple¿. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: this is an issue of needle retraction failure. After catheter placement, the needle was not retracted properly and was thus pulled away with force.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: this is an issue of needle retraction failure. After catheter placement, the needle was not retracted properly and was thus pulled away with force.